Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A technical support specialist dialed into the application server and ran the downtime query. The messages were populating up to 7000+ and were draining slowly. The specialist then proceeded to restart the external messaging services, as well as the external and inbound message services. After the restart, the issue was resolved. The specialist also attached the knowledge article titled (medes: interface delayed/down notice) for user reference. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user reported multiple orders not crossing over tp pyxis. Nurse tried to override the medication, but nothing shown on override screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.